Manufacturer narrative:
Initial reporter telephone number: (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was instructed to add "unspecified" cephalosporin into the pd solution during dwell for ten days (frequency and dose not reported). Ten days after the event onset, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further follow up.